Event description:
It was reported by repair work order that the power cord power prong was damaged. It was also reported that the auxiliary power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.